Event description:
It was reported by the aci sales professional that a male patient underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. An anticoagulant, heparin, was administered peri-procedure. A pre-procedure femoral angiogram showed the stick location to be at the mid femoral head. Following the procedure, the radiology technologist (rt) who is in training to use of the mynx device, along with the aci sales professional present, prepped and deployed the device with one minute of swell time and a 4 minute hold. Hemostasis was achieved with the mynx. Post closure, it was reported that while using a urinal when lying flat, the patient developed a hematoma at the access site. The rt immediately applied a femostop and the hematoma resolved. The patient was ambulated and discharged per hospital protocol with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1112402) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.